Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in poor physical condition; the front and rear housing was damaged and the lcd screen was cracked. The customer's reported problem was verified by simulation testing. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Additionally, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the back-up capacitor, screen, and front/rear housing were replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that a patient's cadd-legacy 1 infusion pump displayed error code 1720, indicating a main board failure. The reported product fault occurred while in use with a patient, however no patient injury was associated with this incident.